Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a PICC. The customer reports "leaking on one of the lumens where the actual hub meets the lumen not on the catheter itself, the PICC required replacement."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.